Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found a leak from complete blood count (cbc) lyse restrictor tubing due to small pin hole at fitting side of the tubing. The fse replaced tubing and performed cbc lyse prime and verified no further leaking. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported internal/external leaking at the right side of the coulter lh 750 hematology analyzer while running samples. The volume of the leak was approximately 5 ml of clear fluid. The leak was contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing gloves and lab coat at the time of the incident. No erroneous results were reported out of the lab. There was no death, injury, or affect to user or to patient treatment attributed to this event.